Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the master tool manipulator (mtm). The system was tested and verified as ready for use. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the customer encountered an error 307. The customer had power cycled, but was still receiving errors and would like system issue corrected. The technical support engineer (tse) power cycled again, but the errors returned on the left master tool manipulator (mtm). The surgeon was not able to continue with the da vinci with only one mtm, so they converted the case. The procedure was converted to laparoscopic surgery with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Additional information: obtained: an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the issue pointing to the master tool manipulator (mtm) and replaced the mtm to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and was placed on an in-house system where multiple errors were observed. The unit was installed on a test fixture where it failed the backdrive test. Due to the failed backdrive, the unit showed it has a bad platform motor. The rest of the fitness tests passed in addition to 1-hour sine cycle. Due to the missing node errors during field and in-house system test, the unit was tested for stress and wear-in in attempt to replicate the errors again on the test platform. However, both tests passed. Due to the errors in the logs and the failed backdrive test, the slipring and slipring constraint are consistent with the reported issue. A review of the site¿s system logs reveals the error indicating a node not present and pointing to the mtm. It was reported that during a da vinci-assisted ventral hernia intraperitoneal onlay mesh (ipom) surgical procedure, the customer encountered an error. The customer had power-cycled but was still receiving errors and would like the system issue resolved. The technical support engineer (tse) power-cycled again, but the errors persisted on the left master tool manipulator (mtm). The surgeon was unable to continue with the da vinci using only one mtm. It was initially reported that the procedure was converted to laparoscopic surgery; no additional ports were placed, and no existing ports were enlarged. However, the procedure was then aborted to be completed with a xi system on (B)(6) 2026, based on the patient's preferences. Postoperatively, the patient had difficulty with pain control and developed a hematoma.